Event description:
Report received of a patient who experienced a respiratory arrest due to operator error in programming the device. The patient had reportedly received fentanyl and toradol in the operating room and was receiving morphine via a pca pump at unspecified settings in the pacu. The patient received their first dose of morphine at 12:05 pm and it was reported that by 5:00 pm patient had received a total of 23.5 mg. At 3:30 pm, the patient was given an additional unspecified dose of toradol. Sometime between 12:05 pm and 5:00 pm, the patient was transferred to a nursing unit. Reportedly, around 5:00 pm, the patient had changes in their mental status and was having hallucinations while receiving the morphine. At this time, the morphine was discontinued and dilaudid pca was initiated. The pump was programmed to deliver dilaudid with a concentration of 0.6 mg/dl and not the intended concentration of 1 mg/dl. At 8:25 pm, it was reported that the patient experienced a respiratory arrest. The patient was given an unspecified dose of IV narcan and mouth to mouth resuscitation. The patient responded to the narcan and was transferred to the ICU for observation. The patient did not experience any adverse sequelae. Though requested, there was no further information available.